Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not accept any batteries and the display of the device went blank. The caller stated that they left the insulin pump in their car when they went to a meeting; the car was in a garage where it was ninety degree fahrenheit. The customer's blood glucose was 496 mg/dl at the time of the phone call. Troubleshooting was performed, however the display did not return. The customer took out the battery and the insulin pump alarmed failed battery test alarm. Troubleshooting was performed and the insulin pump alarmed failed battery test, again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alert, no moisture or corroded anomaly on battery tube and no blank display noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.